Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that a large portion of her insulin pump's battery compartment broke off. The damage was due to over tightening the cap. Customer's blood glucose is 219 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and a cracked reservoir tube was noted during the visual inspection.